Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right atrial was found, in routine follow-up, to be dislodged leading to loss of capture. Upon lead reposition procedure, this lead was unable to be repositioned; therefore physician explanted and replaced it with new lead. No additional adverse patient effects were reported.